Event description:
A patient in a study was scheduled for a da vinci-assisted sacrocolpopexy with cervix resection repair procedure. The patient was administered general anesthesia and subsequently transferred to the operating room. Standard surgical site disinfection and pre-operative tasks were performed. Skin incisions were made and the da vinci robotic arms were docked. At this point, the anesthesiologist reported a critical drop in the patient's blood pressure. Following assessment, the anesthesiologist determined that the patient was experiencing anaphylactic shock, most likely triggered by an analgesic or antibiotic administered intravenously during induction or pre-operative preparation. The decision was made to abort the procedure and all robotic instruments and trocars were promptly removed given the patient's rapidly deteriorating hemodynamic status. The patient was stabilized by the anesthesiology team intraoperatively and later admitted to the intensive care unit (ICU). The patient received comprehensive intensive care, targeted catecholamine therapy, and invasive ventilation until the next day. The following day, the patient was transferred to the general ward and discharged home on the third day. The patient has no known pre-conditions or allergies. It was strongly recommend a consultation at a dermatology department for allergology evaluation, particularly regarding metamizole, with cefazolin as a differential diagnosis. There were no reported malfunctions of the da vinci system, instruments, or accessories. The study investigator reported the event as severe, a serious adverse event (life-threatening illness or injury), an olso classification grade iii, not related to the study procedure, not related to the patient's underlying disease status, not related to the da vinci investigational device, but having a causal relationship to a third-party device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height: 177cm, body mass index (bmi) 27.1kg/m2.